Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer's mother reported via phone call that the numbers on the screen of the insulin pump were scrolling by themselves. Customer's blood glucose value was 209 mg/dl. It was advised that the up or down arrow buttons may be stuck. Mother stated that the customer was in a storm and the insulin pump got wet. It was advised to have the customer discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.